Event description:
Pt had a dental filling and crowns. Steel crown done on primary teeth. Couple months later pt started experiencing seizures. Seizures first started as "jerking" then grand mal seizure. Mom took pt to neurologist. Anti seizures medication was prescribed but seizures still persist. Mom took pt to another pedodontist and had the crown removed. After crown was removed the seizures stopped. Pt's mom wants warning label on crowns, and dental filling material of possible risk etc seizures.